Event description:
The customer reported an 'ac power line sensor error' detected after boot up and the system was hard down. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The surge suppressor, cable, intelligent shutdown device, isolated interface board, and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.